Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).